Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart mrx, indicating a self-inspection failure. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact or injury. Based on available information, the device's self-inspection failed, and the remote service engineer (rse) was unable to determine the specific cause of the failure. Since the equipment is not under warranty, the customer is unwilling to cover the repair costs. Based on the information available there is insufficient information to confirm the reported problem. Since the equipment is not under warranty, the customer is unwilling to cover the repair costs. The investigation concludes that no further action is required at this time. If we receive additional information, the complaint file will be reopened.